Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. No pump error 38 was noted in adapt. However, pump error 37 was recorded in adapt on 09/01/2025 04:49:20.000 through 09/01/2025 08:29:10.000, with a total of 6 pump error 37 alarms noted. File number=121 line number=780. Per software engineering log investigation, pump error 37 was caused by the rewind process taking too long and exceeding the limit in counts, isolate to electronic assembly motor voltage regulator. Upon testing, unit failed the rewind test due to persisting pump error 37 preventing rewind. However, no pump error 38 was noted during testing. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to persistent pump error 37. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 38 were not confirmed when no alarms were noted in download history files or during testing. However, customer allegations of pump error 37 were confirmed when persistent pump error 37 was noted during testing and also recorded in download history files. Isolate to motor assembly. Additionally, customer allegations of crack in the battery case compartment were confirmed when cracked case (battery tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast), and the location of the damage was on the case of the battery tube side. The customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the critical pump error, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. The customer was able to complete the rewind. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.